Event description:
According to user facility, device was in use with pt when user could not inflate the cuff. Clinician noticed the pilot balloon was missing. A new endotracheal tube was placed in pt. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.